Event description:
It was reported the patient presented to the emergency room with pain due to a right ventricular (rv) lead that exhibited oversensing and delivered inappropriate shocks. An x-ray was performed and identified the lead was dislodged due to twiddler's syndrome. The lead was explanted and replaced. There were no patient consequences.